Event description:
Customer reported the IV set leaked above the upper blue fitment during an infusion. Stated the leak was above the pump module and the set had been in use for more than a day. There was no pt harm reported and no medical intervention was required. Customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.